Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, customer was unable to toggle between the alphabetic and numeric keypads. Customer performed a pump reset and was successfully able to enter transmitter ID. There was no reported impact to blood glucose.